Manufacturer narrative:
Implant date is (B)(6) 2016 which is before the device manufacturer date. Follow up is being done to obtain clarification. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurost imulator (ins). It was reported that there were charging problems. The ins did not charge properly. In october-november the patient was kicked by a car when they were walking. From that moment, the ins began to work rarely. Diagnostics/troubleshooting was performed. Two emergency charging attempts were performed, and no charge was delivered to the ins as no interrogation was able to be done. The ins did not begin to charge normally. The ins was fully discharged and symptoms had returned. Surgical intervention will be performed at the beginning of 2019, the ins will be replaced. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the implant date was obtained by the patient and not checked with the official data, as the clinical history was not available at that moment. The patient was doubting between two years (2016 and 2017) but they were pretty sure of the month. The device was replaced on (B)(6) 2019.

Manufacturer narrative:
Device evaluated by MFR: device analysis for ins (B)(6) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2018 and the battery was charged to 3.865 volts. On (B)(6) 2018 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.